Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 17656076. Product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-70. Serial: (B)(4). Batch: 17675031.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned. No further information has been obtained.